Event description:
The customer called to report that blood was not staying on the target area of the test strip. They stated that the appearance of the finish on the strip was different than usual. The device was replaced and requested to be returned for evaluation.